Event description:
After a ralc45 stapler had been fired in a sigmoidectomy procedure, it was noted that the device only partially stapled, and cut the tissue. Sutures were subsequently applied to reinforce the staple line. Patient was in good condition at the end of the procedure.

Manufacturer narrative:
When examined, the device met its visual and functioinal specifications. In particular, when reloaded with staples and fired, the device successfully deployed all staples and fully transected the test medium. This was done three times without duplication of the reported complaint. These events will be monitored and trended.